Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. Technical services (ts) reviewed and stated that the device is reaching end of life (eol) in normal timeframe. This lv lead currently remains in service. No adverse patient effects were reported.